Event description:
(B)(4). Same case as MFR#: 2134265-2011-02618. It was reported that during a percutaneous coronary intervention procedure, catheter entrapment with a guide wire occurred and a guide wire tip detachment occurred. Vascular access was obtained via the femoral and a diagnostic was performed of the left coronary system which identified a lesion in the proximal left circumflex (lcx) artery. A 300cm luge guide wire was inserted and a 2.5x15mm maverick otw balloon catheter was advanced over the wire to the lesion. One inflation was made and an attempt was made to remove the catheter; however the catheter became stuck on the wire. Attempts were made to free the catheter from the wire with some force unsuccessfully. The devices were being removed from the patient together when the tip of the luge wire detached in the aorta. The patient was scheduled for bypass surgery, so the tip was left for removal during this procedure. The patient underwent successful CABG and removal of the guide wire tip. The patient tolerated the procedure. No further patient complications were reported and the patient remained stable throughout. The patient has since been released.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).